Event description:
It was reported that during a laparoscopic cholecystectomy endopouch pro46 was used. During procedure surgeon had deployed the endopouch pro46 and placed the gallbladder in the specimen bag. Surgeon pulled the thumb plunger back and one of the support arms broke off and landed on the liver. The specimen bag was removed through the trocar and the support arm was removed from the patient. There were no consequences to the patient. The bag is being held by the risk management department at the hosp and will not release the product.